Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an o-ring on the pneumatic tap. Customer removed the o-ring from the pneumatic tap and reloaded the cartridge. Subsequently, a cartridge change error occurred during the load sequence. Additionally, it was reported that a cartridge alarm occurred during bolus insulin delivery. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 143 mg/dl.